Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at post implant device interrogation intermittent failure to capture was noted at 3.5v and capture was variable from 0.5v to 3.5v. A microdislodgement was suspected. The lead was repositioned and remains in use. During repositioning procedure, redundancy was noted to be diminished. The lead remains in use. No patient complications have been reported as a result of this event.